Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported via healthcare provider an unknown side rupture. The device remains implanted.

Event description:
Company representative reported via healthcare provider a left side rupture of a non-abbvie device. The event of rupture is no longer reportable as it is against a non-abbvie device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 30jul2024.

Event description:
Company representative reported, via healthcare provider. An unknown side rupture. The device has been explanted.

Event description:
Company representative reported via healthcare provider a left side rupture of a non-abbvie device. The event of rupture is no longer reportable as it is against a non-abbvie device. The device has been explanted.

Manufacturer narrative:
The event of rupture is no longer reportable as the device is non-abbvie. Information filled in to represent unknown manufacturer.